Event description:
The customer called to report that she was hospitalized for high blood glucose and the reading was in the range of 450 mg/dl. The customer stated she changed the entire infusion set several times the day prior to the hospitalization, but the high blood glucose levels continued. The customer also stated she changed the infusion set two days prior to the hospitalization and the cannula was bent. Troubleshooting was performed and the insulin pump programming was correct. There was a no delivery alarm in the alarm history due to the bent cannula. The insulin pump passed the prime test. The customer was advised to discontinue using the insulin pump because she stated she felt very uncomfortable using it. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.